Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d1, d5, e3, g6, h2, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 26-nov-2022 to 25-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was due to power loss. The technical support specialist disabled the bluetooth and power saving mode then restored and rebooted the device to resolve. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that the pyxis anesthesia es station shown as unknown device, causing delay in patient care. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device down was due to loss of power during update. A technical support specialist disable the bluetooth, power saving mode, restored and rebooted the device to resolve. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that the pyxis anesthesia es station shown as unknown device, causing delay in patient care. There were no adverse events or injuries reported based on this incident.